Manufacturer narrative:
Block e1: alternative physicians: (B)(6). Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: the speedband superview super 7 device was not returned however, based on the photos provided by the pictures, it was observed that the ligator housing has two bands attached to it and one of them is overlapped. The bands broke, the teeth housing was dmamaged and the trip wire is not completely pull of up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy and suture break were not confirmed. It is possible that it was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause is cause not established. Block h11: correction: block d2a (common device name).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: alternative physicians: (B)(6). B3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.